Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the pt to another room, where procedure was completed without further incident. Customer provided no pt of procedural info other than to say the procedure was completed and the pt is fine. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) investigated the cause of error 53 and found fuses f3 and f4 blown on the interface drac board. Fse replaced these fuses interface drac. The system then started without error. However, during tube warm-up, fuse f3 on the interface drac blew. Fse evaluated system further and replaced the generator interface drac and the control drac. Fse verified proper operation per hut dr service manuals and completed hut service checklist (B)(4). Unit was fully functional. System returned to full service by customer.